Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, for this patient implanted with the subject device in (B)(6) 2014, there was a history with dyspnea and insufficient pace rate during exercise. In addition , approximately on (B)(6) 2015, a 6 minute walking test was done. The patient had to stop after 180 meters and there was no significant raise in pace frequency. Sensor parameters were reprogrammed however further similar events occured again. The device was explanted and will be returned for analysis.

Event description:
Reportedly, for this patient implanted with the subject device in (b)(46 2014, there was a history with dyspnea and insufficient pace rate during exercise. In addition , approximately on (B)(6) 2015, a 6 minute walking test was done. The patient had to stop after 180 meters and there was no significant raise in pace frequency. Sensor parameters were reprogrammed however further similar events occured again. The device was explanted and will be returned for analysis.

Event description:
Reportedly, for this patient implanted with the subject device in (B)(6) 2014, there was a history with dyspnea and insufficient pace rate during exercise. In addition , approximately on (B)(6) 2015, a 6 minute walking test was done. The patient had to stop after 180 meters and there was no significant raise in pace frequency. Sensor parameters were reprogrammed however further similar events occured again. The device was explanted and will be returned for analysis.